Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. Boston scientific technical services (ts) contacted the boston scientific representative (rep) with the device data analysis results. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. Boston scientific technical services (ts) contacted the boston scientific representative (rep) with the device data analysis results. The device remains in service at this time. No adverse patient effects were reported. The device was subsequently explanted, replaced and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. Boston scientific technical services (ts) contacted the boston scientific representative (rep) with the device data analysis results. The device remains in service at this time. No adverse patient effects were reported. The device was subsequently explanted, replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.